Event description:
It was reported the patient had a sudden return of incontinence and urgency frequency a month prior to call. The patient¿s programmer was not working. The patient saw a warning screen with the synch icon. While on the call, the patient was able to connect and increase stimulation. Stimulation was better and felt more than before. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Upon further review, information regarding the patient being unable to adjust stimulation is not related to this event.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0l42y, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient wanted to increase stimulation, but were unable to. Upper limit was reached at 3.35 v. Therapy had not worked for the patient for four weeks.